Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. Root cause is unable to be determined at this time.

Event description:
Information was received that the rod was not lengthening. There was no patient injury reported. It is unknown if the patient will have a revision procedure.